Manufacturer narrative:
Correction to the information to field b5 - describe event or problem. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed 25.5cm proximal segment of lead was returned. The distal end showed clavicle, first rib damage. Further inspection showed damaged insulation at the end of the returned lead segment. An x-ray was performed and confirmed a fractured outer coil, which is consistent with clavicle rib crush. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. This patient experienced asystole greater than 2 seconds. The pacemaker triggered alerts for low out of range rv pacing impedance and low rv amplitude measurements. Boston scientific technical consultant recommended additional testing. Provocation testing was performed and the noise issue could not be replicated. The plan is to perform a chest x-ray and possibly replace the rv lead. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was provided on 28oct2021, it was reported that a chest x-ray was performed on the patient. A subclavian crush was identified by the physician. The rv lead was completely severed and the ra lead body exhibited a prominent tight angulation. The proximal portion of the rv lead was removed but the distal portion remains in situ. Attempts to remove the ra lead was made but was unsuccessful. Subsequently, the ra lead was therefore cut (proximal portion removed but distal portion left in situ). This patient is being referred for surgical lead extraction. A new rv lead was implanted using axillary access and the existing device programmed to vvi 50bpm with the atrial port plugged until further intervention can be arranged at a later date. No additional adverse patient effects were reported. The rv lead remains implanted but electrically deactivated. Additionally, only the proximal part of the rv lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. This patient experienced asystole greater than 2 seconds. The pacemaker triggered alerts for low out of range rv pacing impedance and low rv amplitude measurements. Boston scientific technical consultant recommended additional testing. Provocation testing was performed and the noise issue could not be replicated. The plan is to perform a chest x-ray and possibly replace the rv lead. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was provided on 28oct2021, it was reported that a chest x-ray was performed on the patient. A subclavian crush was identified by the physician. The rv lead was completely severed and the ra lead body exhibited a prominent tight angulation. The proximal portion of the rv lead was removed but the distal portion remains in situ. Attempts to remove the ra lead was made but was unsuccessful. Subsequently, the ra lead was therefore cut (proximal portion removed but distal portion left in situ). This patient is being referred for surgical lead extraction. A new rv lead was implanted using axillary access and the existing device programmed to vvi 50bpm with the atrial port plugged until further intervention can be arranged at a later date. No additional adverse patient effects were reported. The rv lead remains implanted but electrically deactivated. Additionally, the rv lead was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed 25.5cm proximal segment of lead was returned. The distal end showed clavicle, first rib damage. Further inspection showed damaged insulation at the end of the returned lead segment. An x-ray was performed and confirmed a fractured outer coil, which is consistent with clavicle rib crush. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. This patient experienced asystole greater than 2 seconds. The pacemaker triggered alerts for low out of range rv pacing impedance and low rv amplitude measurements. Boston scientific technical consultant recommended additional testing. Provocation testing was performed and the noise issue could not be replicated. The plan is to perform a chest x-ray and possibly replace the rv lead. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was provided on (B)(6) 2021, it was reported that a chest x-ray was performed on the patient. A subclavian crush was identified by the physician. The rv lead was completely severed and the ra lead body exhibited a prominent tight angulation. The proximal portion of the rv lead was removed but the distal portion remains in situ. Attempts to remove the ra lead was made but was unsuccessful. Subsequently, the ra lead was therefore cut (proximal portion removed but distal portion left in situ). This patient is being referred for surgical lead extraction. A new rv lead was implanted using axillary access and the existing device programmed to vvi 50bpm with the atrial port plugged until further intervention can be arranged at a later date. No additional adverse patient effects were reported. The rv lead remains implanted but electrically deactivated.